Event description:
It was reported that the pump touch screen was unresponsive and frozen. There was no adverse impact to customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.